Manufacturer narrative:
During rewind the insulin pump had an unexpected motor noise anomaly due to faulty motor. The device had cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, when she was rewinding the device it was making a loud scratching noise. The device also had five cracks on it. Customer didn't know her blood glucose level of when the damage occurred. The damage is located on the batter case, button pad, reservoir, and screen. She stated the damage occurred when she bumped the device. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.